Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hemithreyoidectomy, right side- "the sealing of the upper pole vessels with fine fusion was not complete / sufficient. After the single sealing cycles a bleeding at the vessels re-occured. A bleeding at the vessels re-occured." Patient status "ok."